Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This issue occurred during initial implant, the lead has not been returned, but will be sent to japan qa by may/15.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026; explant date (B)(6) 2026 g2: the country of the event is jp h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic refractory pain. It was reported that impedance abnormalities confirmed (highs of nos. 11 and 12). There were no particular environmental, external, and patient factors that may have caused the event. Even if the lead was reinserted into the ins, there was no improvement, and even if the lead insertion slot is changed to measure the impedance, a defect event would occur on the lead side, so it was a problem on the lead side. Lead replacement was performed. The issue was resolved at the time of the report. It was reported that surgical treatment of lead replacement was performed for the event. The patient outcome was noted as "no health hazards".